Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported she noticed an air bubble in the insulin cartridge of her infusion device. She stated she accidentally disconnected the tubing from the adapter. During troubleshooting, she successfully primed out the air bubble and inserted a new infusion headset. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.